Event description:
The customer reportedly obtained a 75mg/dl and 38 mg/dl on the accu-chek aviva system within a ten minute timeframe. The customer felt lightheaded, with shaky, sweaty hands. The customer drank a half cup of juice and a whole sandwich. She felt better afterward and increased her blood glucose result to 78mg/dl. No adverse event reported. New system sent to customer and return requested.